Event description:
It was reported that the device failed to deliver high voltage therapy during an episode of ventricular tachycardia (vt). Abbott technical support was contacted and recommended reprogramming, which was performed. The patient was stable and there were no adverse consequences.